Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305127 and lot number 2021709. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that 2 bd precisionglide¿ needles were blocked and unable to inject during use. The following information was provided by the initial reporter: "the needle tips are blocked - unable to inject."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 16mar2023 h6. Investigation summary: it was reported the needle tips are blocked. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305127, lot 2021709. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that 2 bd precisionglide¿ needles were blocked and unable to inject during use. The following information was provided by the initial reporter: "the needle tips are blocked - unable to inject."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd precisionglide¿ needles were blocked and unable to inject during use. The following information was provided by the initial reporter: "the needle tips are blocked - unable to inject."